Manufacturer narrative:
The svc rep traced the problem to generator battery packs dropping to 250vdc during large filament exposure only, above 80 kvp only. He waited for authorization to order parts, parts are to be replaced by the customer's on site engineers.

Event description:
The customer reported that the film shots give error. Saturation fault error occurs only during film. No pt injury was reported.